Event description:
The user reported that during a fistulagram procedure the wire unraveled in the pt but did not come apart. The physician was able to successfully pull the wire out of the pt. No alarm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the eval has been completed.